Event description:
It was reported that the patient received multiple inappropriate shocks. It was also reported that the lead integrity alert (lia) triggered due to high impedance, oversensing, and noise on the right ventricular (rv) lead. It was further reported that the rv lead was fractured and was implanted after the "use-before-date". The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received multiple inappropriate shocks. It was also reported that the lead integrity alert (lia) triggered due to high impedance and oversensing on the right ventricular (rv) lead. It was further reported that the rv lead was fractured and was implanted after the "use-before-date". The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and std review revealed a lead integrity alert triggered. There were 2 - patient alerts for lead failure predictor on (B)(6) 2012, oversensing, 12 - ventricular nst<=210 ms between (B)(6) 2012, 9 - vf<=200 ms average v-cycle on (B)(6) 2012, in the timeframe between 07:25:53 and 09:32:06, interference/noise, and ventricular short interval count v-sic=1961.9 counts average/day, in 2.21 days, between (B)(6) 2012.